Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Code 3191 was chosen to address loose set screw.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert from their implantable cardioverter defibrillator. Device interrogation revealed that the right ventricular lead had high impedance and decreased sensitivity. Chest x-rays were performed. The patient presented for lead revision on (B)(6) 2018. Upon opening the pocket, it was noted that the set screw was not completely tight. The lead was placed back into the header and the set screw was tightened. Lead measurements were normal thereafter. The patient was stable post procedure.